Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that during setup, the physician tried to change the pressure setting from 2.0 to 2.5 but was unable to do so. According to the report, another person tried again, but it didn't work. Reportedly, the device was never implanted, and the procedure was completed with backup products. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the manufacturer representative could change the pressure setting of the device. According to the report, the manufacturer representative was to show the doctor.